Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer and a nurse from the USA of c- diff (clostridium difficile), seizures, failure to thrive, depression and fatal end stage renal disease, fatal peritonitis, fatal sepsis, and fatal respiratory failure coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex nightly and one midday exchange (dose and lot numbers not reported), and on an unreported date in (B)(6) 2011, began extraneal viaflex treatment nightly (dose and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse stated that the pd therapies were ongoing until approximately (B)(6) weeks prior to the patient's death. The nurse was not able to provide details as to what pd solution were being used by the patient while hospitalized. On (B)(6) 2011, the patient was hospitalized for the onset of peritonitis. During the hospital stay the patient was diagnosed with c-diff. The nurse could not confirm "some other infection" that was reported by the consumer. In (B)(6) 2011, the patient was discharged. On (B)(6) 2011 was re-admitted for failure to thrive and depression. The consumer reported that the patient experienced a seizure during an MRI, and that the patient was started on hemodialysis, but the nurse could not confirm any of the details provided by the consumer related to the (B)(6) 2011 hospitalization. Treatment rendered was not reported. On (B)(6) 2011, the patient died while still hospitalized. The cause of death was reported to be esrd, peritonitis, sepsis and respiratory failure. The consumer reported that an autopsy was performed by a medical school. The nurse did not confirm whether it was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the pd nurse believed pd was stopped 2 weeks prior to the patient's death. Death was not related to dianeal or extraneal therapy or any baxter device or disposable part. Upon further assessment, this patient death is not reportable.